Event description:
The customer confirmed the reported event ¿angulation is not complete" occurred during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that whitish foreign material was found inside of the air/water tube and cylinder. This finding was likely trace remains from the last procedure. This finding was due to insufficient cleaning or handling of the scope. It was also observed that water removability did not meet the standard value due to damage on the nozzle. Discoloration was observed on the: air/water and suction cylinders, connecting tube and on the universal cord. It was observed that there was a leak on switch four. It was also observed that water tightness was lost due to damage on the channel tube. It was observed that the light guide lens had a crack. It was also observed that the image guide protector had corrosion. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch 1, scope cover, control unit, image guide protector and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope ¿angulation is not complete.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material in the air/water tube which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.